Manufacturer narrative:
H.6. Investigation summary: customer reporting a false positive. During triage, discovered that this was the result of an sesc error. The am/pm time was set incorrectly. Epicenter always jumped 12 hours in time when the internet connection was active. This resulted in an increased number of false-positive blood cultures. This is a confirmed complaint of a bd product. Complaints for software were under statistical control for the month of march. No trends indicated. Device history record review is not required for standalone software. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd epicenter¿ single user software, the time settings were incorrectly configured, resulting in an undetermined number of false positive blood culture bottles. No patient impact reported.